Event description:
The following has been reported: biomed reported: pump problem no patient harm reported no stopped infusion a preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a 12v failure. During testing the pump immediately entered a fail stop state and alarmed. An internal investigation was performed and found the handle was chipped as well as all 4 main pcba screw mounts were blown out causing the electrical grounds not to make effective contact with the main pcba. While the main pcba did not suffer physical damage, it is shorted out and non-functional. It was also found the upper loading pins' springs were faulty and they were replaced.